Manufacturer narrative:
Following our receipt of the one returned used sensor and performed visual inspection and checked for physical damage and none was found (no microscope). Then performed continuity resistance test to verify (open trace), electrical interruption in the sensor circuit and sensor passed per specification. Performed bicarbonate buffer test and sensor failed per specifications due to high readings place sensor under microscope and found gold trace damage at the counter and working electrode, also sensor failed eis 1hz and 1024 hz. See attached file for results see attached file for details. In summary, the customer complaint of sensor glucose vs. Blood glucose event was confirmed. Sensor failed for high readings, found sensor damage medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced sensor glucose vs. Blood glucose. The customer reported blood glucose value of 70 mg/dl. The customer reported hypoglycemia treated with glucose/carb intake. The event involved product(s) mmt-874a, mmt-332a, mmt-7040b, mmt-1884. Troubleshooting was performed for sensor glucose vs blood glucose, guardian sensor 3/guardian 4 sensor. Customer was reporting a discrepancy between sensor glucose and blood glucose which was not within range. Explained sensor may no longer be responding to glucose changes. No further patient complications were reported. No product return is required for mmt-874a. No product return is required for mmt-332a. Mmt-7040b was requested and customer response was the device will be returned. It was unknown whether the customer will continue to use the device. No product return is required for mmt-1884.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.